Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was reproduced when attempting to load a set and close the door. The messages were found to be caused by a failed link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unk.